Event description:
It was reported the pt (china) is not receiving effective stimulation therapy. The pt's dbs system is auto-reducing when attempting to start stimulation. Diagnostic tests showed high impedances on all lead contacts. The pt is implanted with dbs leads from a different MFR, and a sjm ipg and sjm lead adapters. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.